Manufacturer narrative:
Additional information to report patient is in study.

Event description:
New information received states that the rv lead noise was identified with isometric testing. The lead was capped on (B)(6) 2017. The patient condition was stable before, during, and after the procedure.

Event description:
It was reported that inhibition of pacing due to oversensing was observed. The lead was capped and replaced at an unknown date. No further information is available at this time.